Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and the pump touch screen was missing pixels. It was also reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 600 mg/dl. Customer addressed bg level via correction injection via manual dose injection.